Event description:
A (B)(6) female pt contacted zoll customer support to report constant check belt gong alarms. The pt was issued a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon eval, the brown (-5v) wire was open inside the trunk cable. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.